Manufacturer narrative:
Date rec¿d by MFR : 09jul2019, date of report : 25jul2019. The manufacturer's remote service technician performed troubleshooting with the customer. The technician provided the customer with part information for the central processing unit (cpu), main power management board and software cd. Multiple unsuccessful attempts were made to follow up with the customer; however, no additional information was provided. If any new, relevant information is received, the complaint will be reopened. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06/17/2019. A follow up report will be submitted once the evaluation is complete.

Event description:
It was reported that the unit declare an error 1001, failing the bus activity monitor. There was no patient involvement.